Manufacturer narrative:
This report is submitted 12 february 2020.

Manufacturer narrative:
This report is submitted on december 2, 2019.

Event description:
Per the surgeon, the patient experienced migration of the implant into the vestibule. The device was explanted (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.